Event description:
The customer reported a posterior capsule (pc) tear occurred during phaco. Further, it was reported that there had been six (6) cataract cases which were scheduled for that day. The first two (2) cases were reported to have gone "fine", however, a pc tear occurred during the 3rd case, and a pc tear and bleeding were encountered during the 4th case. As a result, both the 5th and 6th cases were cancelled for that day. Follow-up with the company sales representative indicated that the surgeon prolapsed the 3 to 4+ nucleus into the anterior chamber and went straight to quad mode and created a pc tear as the tip was hitting the iris. Additionally, the surgeon dropped lens fragments into the vitreous, making an enlarged opening to use the b cartridge to insert the iol. The system settings at the time of the event were reported to be for a mini flared tip with a 2.8 micro sleeve and the incision was 2.8mm. Multiple attempts were made for more information on the events and patient status with no response. This report is for one patient; for additional patients see mfg. Report #'s: 2028159-2008-00134.

Manufacturer narrative:
The company service representative examined the system and handpieces. This inspection revealed that both the system and handpieces met product specifications. The system was tested and met all product specifications. The handpiece was sent in-house for additional testing. The handpiece was tested and met all product specifications. A review of complaints for this system for the last 36 months indicated two (2) total complaints have been received. Both of these were received for the same reported event from the same facility at the same time. However, this review did not indicate adverse trends related to the system for the reported issue. A review of the service history for this system did not indicate any additional unplanned service requests nor did it indicate adverse trends for the reported issue. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event.